Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.7, lab: 1.7, therapeutic range: 2.0-3.0 but more specifically around 2.3-2.7.

Manufacturer narrative:
Investigation pending.